Manufacturer narrative:
There was no donor involved in the incident. Customer was provided with a replacement device controller pcb to resolve the issue. On (B)(6) 2020, the pcb was received by haemonetics for evaluation, based on visual inspection location u77 was burnt.

Event description:
On (B)(6) 2019, haemonetics was notified of a nexsys pcs system freezing on the haemoscreen.